Manufacturer narrative:
Block b3: approximated based on the information provided.

Event description:
It was reported that the patient experienced paralysis shortly after the implant of the paddle lead of the spinal cord stimulator (scs) system. No additional information has been received.